Manufacturer narrative:
Device available for evaluation date returned to mfg: due to system limitations, the device available for evaluation is populated with (B)(6) 2019, but only 1 of 12 devices was returned for evaluation therefore this field should be blank. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review for lot number 4130567 was reviewed and there were no relevant non-conformances found.

Event description:
The customer reported the tubing connection broke on a bag spike adapter w/spiros during infusion of an unknown chemotherapy drug. It was reported the defect was at the spinning luer site of the spiros. The nurse was not wearing personal protective equipment (ppe) resulting in an unprotected exposure to the chemotherapy. No intervention was provided to the nurse. This record is to capture the twelfth of twelve events.